Manufacturer narrative:
Initial and final (B)(4) - device 1 of 6. E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was at quick release. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.